Event description:
Reportable based on analysis completed on 13-september-2018. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device & delivery system (wds) were used. It was reported that the was got kinked with large tension. The procedure was completed with a new was. There were no patient complications and the patient was stable. However, the device analysis revealed inner liner delamination. Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody. Inspection revealed numerous kinks in the sheath and tip damage (misshapen/delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.